Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during anterior cervical discectomy and fusion surgery (acdf) surgery the end of the tip broke off in screw. It is not in the patient. The screwdriver apparently broke right at the end of surgery the surgery was completed with no difficulties as the screw was fully tightened into the plate. It was reported that the patient is fine. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that teleflex (B)(4) manufactured the extraction screwdriver, part #352.311, and lot #6195439 (supplier lot #606150d09) on po # (B)(4), for (B)(4) pieces delivered july 31, 2009. Initially, the part conformed to the supplier¿s certificate of conformance, dated july 30, 2009, and to the synthes final inspection sheet # (B)(4), revision ¿m¿ ((B)(4) returned to supplier on ncr (B)(4)). The 10 passing parts were released to the warehouse on (B)(6) 2009. Ncr (B)(4) was issued on july 31, 2009 for (B)(4) parts with visual nonconformance (driveshaft dirty); (B)(4) parts were returned to the supplier and the ncr was closed on august 3, 2009. (B)(4) reworked (B)(4) extraction screwdriver, part #352.311, and lot #6240335 (supplier lot #606150d09) on po # (B)(4), for (B)(4) pieces delivered (B)(6) 2009. Initially, the part conformed to the supplier¿s certificate of conformance, dated october 5, 2009, and to the synthes final inspection sheet # (B)(4), revision ¿m¿. The parts were released to the warehouse on (B)(6) 2009. The extraction screwdriver was made to the synthes drawing p/n 352.311, revision ¿f¿, released on october 30. 2007. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation: extraction screwdriver - supplier lot #606150d09 due to an unknown cause, the end of the tip broke off in screw; there are no fragments with complaint. The screwdriver apparently broke right at the end of surgery - the surgery was completed with no difficulties as the screw was fully tightened into the plate. Upon receipt, it was noted that the screwdriver tip is damaged; fragments are broken off but not included with the complaint. The material and dimensions of the part are per specification except for the damaged tip. Based on the evaluation and the unknown cause, this complaint is considered confirmed but is not manufacturing-related. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.